Event description:
Customer reported issues with the insulin pump. Customer states that that the insulin pump is not delivering insulin. Customer also states that the piston is not moving. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.